Event description:
Healthcare professional "left side bump," "lower pole deformity," and "capsular contracture (baker grade iii)." Against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral capsular contracture, baker grades unknown."

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d6b., d.9., g.1., h.3., h.6. Device evaluation analysis of the returned device identified the weight the device within specification, observed 40 mm dark patch edge material inside gel device and deformation. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
The device has been explanted.